Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. The manufacturing date could not be located in the manufacturing database. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The leads were returned to the manufacturer with no information. Review of the manufacturer's database revealed the patient is deceased and died approximately 16 years ago. No information was provided regarding the death, including cause of death. The leads subsequently tested out of specification during manufacturer's analysis.